Manufacturer narrative:
A ge service representative performed an investigation. The reported issue could not be duplicated. Onsite investigation revealed that no case could be determined. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported intermittent fast stop activated error messages. This causes the system to shutdown. This resulted in a recoverable loss of imaging functionality. There is no report of injury or death.